Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a remaining longevity of twenty percent and within three to six months, elective replacement indicator (eri) was triggered. The device was explanted and replaced. No additional adverse patient effects were reported. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.